Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A surgeon reported that upon implantation of the lens during a cataract removal with intraocular lens (iol) implant procedure, the posterior capsule was torn by the iol¿s trailing haptic. The iol was exchanged for a multipiece backup iol which was successfully implanted into the patient¿s eye. The procedure was completed on the same day, and the current status of the patient was reported to be "fine". Additional information has been requested.